Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of 'filter vent leakage' could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. Leakage of an unspecified chemotherapy drug was reported from the filter vent during a patient's infusion. There were no obvious defects noted on the tubing set such as cracks or breaks. There were no holes, cuts, tears or any other defects noted. There was no spillage and any drug exposure to patient or staff. The tubing was replaced and therapy resumed. The product was stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was no harm to the patient.